Manufacturer narrative:
Investigation summary: customer returned (2) loose 0.3ml bd insulin syringes. The customer reported syringes where the 0 marker is not at a normal position, and a low glucose reaction from injection. The returned syringes were examined, then tested using a 0.3ml plug gauge, and it was observed that the leading edge of the 5- and 30- unit scale markings for both syringes fell within the accepted range of the plug gauge. No defects regarding the scale marking position or glucose level could be determined from the samples provided. A review of the device history record was completed for batch # 1228476 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200977255, 200977243] noted for scratched/missing print. There was one (1) notification [200977258] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time .

Event description:
It was reported bd insulin syringes with bd ultra-fine¿ needle had scale marking issues. This occurred twice, however, no patient impact reported. The following information was provided by the initial reporter: finding from this box 4 syringes were the 0 marker is not at a normal position.